Manufacturer narrative:
Batch review performed on 11 september 2020: lot 1908806: (B)(4) items manufactured and released on 08-nov-2019. Expiration date: 2024-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 3 months after primary surgery for knee stiffness. Only liner swap to allow better knee mobility. The surgery was completed successfully.